Event description:
Rptr states chair thoroughly tested before use and found joystick (part #910101) did not return to neutral once engaged, also states there is a strange grinding noise that comes from the chair when the joystick is engaged. (Part#910100) is a joystick replacement which when engaged causes a sound to come from the motors and no action occurs for a bit of time. Once the joystick is released, the chair remains engaged for a period of time and then stops. No injuries reported.